Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up arrow button dome switch. No unexpected numbers ramping/scrolling on their own noted. The device had cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 165 mg/dl. The customer states they sleep on their stomach, and keep the insulin pump in their bra or under the pillow. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.